Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, upon trying to advance the balloon and engage the lesion, the proximal shaft was fractured. The device was removed and the procedure was completed with a new nc quantum. There were no patient complications reported.